Manufacturer narrative:
Philips service replaced the flexvision pc and hdd spare parts and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image flickering occurred during hemodynamics transmission in a multiscreen op room on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.